Event description:
It was reported that needle breakage occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter. "It was reported that the syringe needle break in her arm while attempting to deliver insulin. "Customer reports that she is currently using one time syringe and needle provide by tandem to deliver insulin as her back up method. Customer reports that she had a syringe needle break in her arm while attempting to deliver insulin and she was able to remove it from her arm on her own. Cts advised and recommended customer to obtain a back up method if she is not currently using the pump as this current method is off label. Cts advised customer several times of options to obtain a back up and customer continuously was unwillingly stating she was incapable of obtaining a back up therapy. Cts to follow up with the customer. Customer's bg 380 mg/dl."

Manufacturer narrative:
The changes are as follows: g.3. Report source: distributor.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for breaks off during use. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle breakage occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "it was reported that the syringe needle break in her arm while attempting to deliver insulin. "Customer reports that she is currently using one time syringe and needle provide by tandem to deliver insulin as her back up method. Customer reports that she had a syringe needle break in her arm while attempting to deliver insulin and she was able to remove it from her arm on her own. Cts advised and recommended customer to obtain a back up method if she is not currently using the pump as this current method is off label. Cts advised customer several times of options to obtain a back up and customer continuously was unwillingly stating she was incapable of obtaining a back up therapy. Cts to follow up with the customer. Customer's bg 380 mg/dl."